Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device fails binary tests. There was no patient involvement.

Manufacturer narrative:
Corrected: e4 this device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced pressure sensor for failed binary test. Front cover (bottom front corners cracked), rear case (bottom front corners cracked) and right/ left iuis (contaminated). Calibrated. The failure code other was used to track the alaris pump software version as received from the customer and the software version when device was sent back to the customer. It does not reflect a device failure or represent any risk to the patient. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the force sensor assembly - failure.

Event description:
The customer reported the device fails binary tests. There was no patient involvement.

Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device fails binary tests. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. A review of the device history record showed the device had a manufacture date of 20apr2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Event description:
The customer reported the device fails binary tests. There was no patient involvement.